Event description:
The customer reported to olympus, the gastrointestinal videoscope had no image output even though it was connected to the main unit. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned for evaluation and the customers allegation was not confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, adhesive on bending section cover has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, plastic distal cover has a dent, connecting tube has a scratch, connecting tube has a wrinkle, objective lens has a scratch, adhesives around objective lens has white-clouded area, protector of universal cord on suction connector side has a scratch, suction connector is deformed, universal cord has a scratch, switch3 has a scratch, switch1 has a scratch, control unit has discoloration, and due to a scratch on objective lens the image has dark area partially. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. It is unknown if there were abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was. The cause of the foreign material remained in the device could not be identified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.